Event description:
The customer claims no alarm tone when pressure is released from the pad. The alarm unit does have power. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation: results: evaluation of the returned product shows that the alarm unit functions okay. The rj-11 jack pins and battery springs are bent. (B) (4).